Manufacturer narrative:
The date provided in section g4 with the initial report was incorrect. The correct date is (B)(6)2019.

Manufacturer narrative:
The device received with no button response due to flattened button dome switch. The keypad connector on lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement, basic occlusion, occlusion, prime/compromised force sensor system, rewind and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had a button error and motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time advances. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.